Event description:
Pt had unsuccessful therapeutic response to implanted pulse generator, including "stabbing and shocking pain" at the site of the lead placement. When the physician explanted the system, he noted the lead had "exposed wires." The device was not returned for evaluation, and the pt has not had another system implanted.